Event description:
On (B)(6) 2010 pt's mother reported pt is receiving elevated blood glucose readings in the 300-500's mg/dl range. Mother stated the issue has been occurring for the last month. Mother stated the pt's endocrinologist placed a 5 day continuous blood glucose monitor on him. Pt's target blood glucose range is 70-120 mg/dl. Pt's normal blood glucose range is 150-200 mg/dl. Mother reported the pt's infusion set is changed every other day. Advised mother of using the sandwich method for the infusion set. Mother stated the infusion device lost time and date when the battery was changed once. Mother reported the pt may have forgotten a meal bolus at one time and the infusion device has been dropped on a hard surface. Mother stated there are no cracks on the infusion device. Advised to have pt switch to backup infusion device. On follow-up call to pt's mother on (B)(6) 2010, mother reported pt's elevated readings have gone down since they switched to the backup infusion device. Mother stated she noticed a black mark on the infusion device screen that looked like a burn mark. Mother reported she noticed this on (B)(6) 2010 after switching to the backup infusion device. Mother stated the spot looks like a backwards 7 to the left of the stop sign and below the minutes. Had mother install a new battery; mark was still showing on the infusion device screen. Mother reported she believes the display issue is contributing to the elevated readings. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.